Event description:
The customer's pump shut down unexpectedly at 50% battery life and was temporarily unresponsive. It reportedly cam back on at 55% battery life and indicated a reset had occurred. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.